Event description:
Caller reported a cracked and unresponsive touchscreen on the pump, making interaction with the device impossible. Customer's blood glucose level did not exceed 500 mg/dl and was not adversely affected. Customer resorted to multiple daily injections as a backup therapy.